Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) was split. It was also noted before insertion into the procedural sheath that the sealant was exposed. Hemostasis was successfully achieved using another mynx control device. There was no reported patient injury, and the device never entered the patient. The device and packaging were inspected prior to use. The deployer was trained to use the mynx device. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) was split. It was also noted before insertion into the procedural sheath that the sealant was exposed. Hemostasis was successfully achieved using another mynx control device. There was no reported patient injury, and the device never entered the patient. The device and packaging were inspected prior to use. The deployer was trained to use the mynx device. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was partially exposed but remained mounted on the delivery shaft. A frayed/split/torn condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. This measurement was obtained using a calibrated ruler. However, a dimensional analysis of the slit could not be performed due to the frayed/split/torn condition of the sealant sleeves. A functional simulated deployment test was performed to evaluate functionality. The unit operated as intended: after aligning the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in sequence. The sealant deployed, and the balloon retracted as expected. A high-magnification microscopic evaluation was conducted to examine the sealant and the sealant sleeves. This analysis confirmed partial exposure of the sealant and the presence of a frayed/split/torn condition on the sleeves. Verification of sheath compatibility per the device instructions for use (IFU) could not be performed, as no csi was returned. Additionally, the attempt to conduct insertion/withdrawal testing with a laboratory sample sheath was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.